Event description:
It was reported that the customer recently received a replacement insulin pump and was having the same issues as before. The insulin pump kept beeping randomly while she was sleeping and she received check settings alarm. The customer's blood glucose level was 144 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).